Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patients leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were not returned due to facility policy.